Manufacturer narrative:
Manufacturing site evaluation: the provided devices were delivered in a contaminated condition. The components were decontaminated internally; some x-rays were provided. Failure description: the rotation axis has fractured above the taper, directly below the screw thread. Investigation: the components were examined visually and microscopically, and with the digital camera. Furthermore, this case was discussed with specialists from the marketing and development department. It was found that the rotation axis was fractured. The taper of the rotation axis shows visible damage on the surface. The rotation axis locknut is still fixed on the thread. The breakage surface of the larger distal part of the axis as well as the proximal fragment show so-called arrest lines which are typical for a dynamic fatigue fracture. The fracture surface exhibit no material defects like foreign particles, inclusions or blow holes. The meniscal component exhibits no abnormal damages. We found fixed metal chips on the gliding surface of the meniscal component. The locking ring and the bearing for rotation axis show no unusual damages. The available x-ray figures do not provide any hints for the rotation axis fracture cause. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is probably usage/patient related. Rationale: according to the quality standard and DHR files, a material defect and production error can be excluded, and there are no hints of a material or manufacturing problem. The visible damages on the taper of the rotation axis is an indication that the hinge connection of the femur has been moving on the taper. A reason therefore could be that the femur safety nut has come loose a little bit, respectively was not firmly fitted. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it must be mentioned that there is the possibility that extreme bending moments were caused by disturbance in coordination resulting from polyneuropathy. All these factors could have been contributed to the breakage.

Event description:
It was reported that there was postoperative breakage of the right enduro meniscal component with axis. The very first surgery was on (B)(6) 2012 with implantation of knee right side due to gonarthrosis. The patient also had a history of polyneuropathy with muscle weakness of the thigh/upper leg. The first revision occurred in 2014; the second revision on (B)(6) 2018 was performed due to a fall and axis breakage. During the second revision, it was stated that only the meniscal component and axis were exchanged and the femoral and tibial components remained implanted. About 10 months later, there was another fracture of the new axis. The patient had a knee revision on (B)(6) 2019 and the meniscal component with the axis were removed. Further details on the last revision surgery and patient condition were not provided. Additional information has been requested. This report refers to the third fracture and revision. Associated medwatches for this patient: 9610612-2019-00049 (this report), 9610612-2018-00138. Concomitant medical products: nb018k, enduro femoral component cemented f2r. Nr440k, femur extens.stem 5° d20x177mm cem.less. Nr400k, nut f/femur extens.stem all sizes neutr.